Event description:
Essure deployed spontaneously [device deployment issue] right severe fallopian spasm during insertion [complication of device insertion]. Some of the metal might be in the right tube [device breakage]. Right severe fallopian spasm during insertion [fallopian tube spasm]. Unable if essure was placed in left tube [device insertion failed]. Case description: case status: non-serious- unlisted - related - near-incident. This is a spontaneous case report received from a non-health professional in united states on (B)(6) 2014. Refers to a (B)(6) female patient who had d essure (fallopian tube occlusion insert) inserted and experienced right severe fallopian spasm during insertion, essure deployed spontaneously, complication of device insertion, some of the metal might be in the right tube and unsure if essure was placed in left tube. No information was given on patient's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2014 the patient had essure (fallopian tube occlusion insert) inserted permanent contraception with lot number # b82481 (expiration date 10/2016). It was reported that when physician was doing the insertion of essure on right side, the patient experienced right severe fallopian spasm and essure deployed spontaneously. Physician was unsure if essure was placed in the left tube, but possibly some metal might be in the right tube. The relationship between events and essure was not reported. Follow up received on (B)(6) 2014 with the final ptc investigation result: this adverse event report is related to a product technical complaint (ptc). (B)(4).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Final assessment: when the terms "break", "breakage", "broke", "broken", "falling apart", or "split" are used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, or if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken". Failure mode/mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect at this time. No CAPA investigation is required per criteria established in (B)(4), "processing essure cases in (B)(6)." Conclusions: the report did not state a patient injury occurred. In addition, the information available suggests that if this issue were to recur, the device would not likely cause a death or serious injury. According to the (B)(4), the main consequence is that the procedure could be aborted, rescheduled or the use of alternative intervention may be necessary. Medical assessment: the reported medical event is a possible undesirable event with the use of essure and not necessarily indicative of a quality defect. Additionally, reported in this case was complication of insertion due to a deployment issue and breakage (in association with reported medical event) but these events are not necessarily indicative of a quality defect. No additional ae case reports have been received to date in relation to batch number # (B)(4). No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Follow up information received on (B)(6) 2014. The required number of follow-up attempts have been made, with no response to date. Case closed. Follow up information received on (B)(6) 2014 from physician: reported stated that cervical dilatation and general anesthesia were applied during insertion. He also informed that tubal ostium visualization was easy, however it was unable to insert coil to appropriate length. Toradol was given to treat events. No further information was provided. Company causality comment: this medically confirmed report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced right severe fallopian spasm during insertion, essure deployed spontaneously, complication of device insertion, some of the metal might be in the right tube and unsure if essure was placed in left tube. All the events are considered non-serious. Some of the metal might be in the right tube is unlisted in the reference. Safety information for essure, while the remaining events are listed. The event some of the metal might be in the right tube (assumed as device breakage) was regarded as near-incident due to the reported breakage. During difficult insertion, single cases have been reported of essure breakage. In this particular case, it was only mentioned that some of the metal might be in the right tube, without details about this event thus, causality between the events above and essure use was considered as related. According to ptc assessment the technical investigation concluded "unconfirmed quality defect". Evaluation summary: result of the product technical complaint investigation received on (B)(6) 2014. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint in this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect at this time. No CAPA investigation is required per criteria established in "processing essure cases in (B)(4)." The report did not state a patient injury occurred. In addition, the information available suggests that if this issue were to recur, the device would not likely cause a death or serious injury. According to the (B)(4), the main consequence is that the procedure could be aborted, rescheduled or the use of alternative intervention may be necessary.